Event description:
I am reaching out about the dexcom g7. They started advertising the medical device during the super bowl and didn't mention that it is not compatible with insulin pumps. Therefore, I was forced to switch from auto mode to manual mode, which is less precise care of diabetes. I asked when it would be compatible on their instagram and was told to sign up for updates. I told them I did sign up for updates and hadn't received any -- I asked how often they provide updates. They said when they have something to update. They have continually deleted my comments (which are not spam or repetitive). When I messaged them to ask why they deleted my message, they said it was an accident. 10 months later they finally released the update that allows compatibility. Only to find out that there's a separate g7 that is compatible. Not the ones I have been receiving. In the training videos I watched and during updating my pump, there was no mention that I would need new cgms (continuous glucose monitor machines). I feel that they are not being transparent at all with customers, which puts diabetics and their care at risk. And when I have tried to post comments alerting people to things that they have not mentioned or made clear, they have deleted my comments. And then today they blocked me from commenting at all! I feel like it was unethical to be selling and pushing a product without making clear to customers that this "upgrade" from the g6 to the g7 was not necessarily an upgrade at the time they started promoting the product. It didn't do the most important feature! And then to delete comments or block people from commenting that they don't like also doesn't seem like an ethical practice. Shouldn't they respond to my comment or reach out to me to attempt to resolve it before just blocking or deleting? They are taking advantage of people with a very costly medical condition and then disregarding our concerns and feedback. They're just trying to silence me, when what they should do is include this information on their commercials and posts. They can put it in tiny print like everyone else does about the not so great stuff about their products. But I feel their approach is unethical, dangerous and not right.